Manufacturer narrative:
Follow-up received on 10-oct-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (genital haemorrhage). 11 years after essure insertion, an ultrasound confirmed the essure had migrated through the uterus (device dislocation). Plaintiff underwent a bilateral salpingectomy. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Even though the device dislocation could alternatively explain the pain, considering the temporal relationship and the events' nature, a causal relationship between severe pelvic pain and excessive bleeding and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was described that an ultrasound confirmed the essure had migrated through the uterus. Considering the information received for this case and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an ultrasound confirmed the essure had migrated through the uterus / migration of essure device"), pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus and hypertension. Concomitant products included levonorgestrel (mirena) for heavy periods as well as docusate sodium (colace), lisinopril, lubiprostone (amitiza), macrogol (miralax) and metformin. In march 2005, the patient had essure (ess205) inserted. In august 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and abdominal pain ("abdominal pain"). In may 2015, the patient experienced dyspareunia ("pain during intercourse, / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), fatigue ("fatigue"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menstrual disorder, genital haemorrhage, back pain, dyspareunia, headache, fatigue, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2005: satisfactory location and full occlusion ultrasound scan - in may 2016: essure had migrated through the uterus jun-2005 : transvaginal ultrasound : tubes closed, essure was placed successfully. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: previously reported event -"an ultrasound confirmed the essure had migrated through the uterus" coding change to "uterine perforation".events - "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginitis, migraines, expulsion of essure device, abdominal pain", reporter added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (ess205)(fallopian tube occlusion insert) inserted in (B)(6) 2005 for permanent birth control. On (B)(6) 2005, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. After the procedure she experienced severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches and fatigue which she reported to her healthcare provider. On (B)(6) 2016, an ultrasound confirmed the essure had migrated through the uterus. On (B)(6) 2016, she underwent a bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (genital haemorrhage). Eleven (11) years after essure insertion, an ultrasound confirmed the essure had migrated through the uterus (device dislocation). Plaintiff underwent a bilateral salpingectomy. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Even though the device dislocation could alternatively explain the pain, considering the temporal relationship and the events' nature, a causal relationship between severe pelvic pain and excessive bleeding and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was described that an ultrasound confirmed the essure had migrated through the uterus. Considering the information received for this case and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an ultrasound confirmed the essure had migrated through the uterus / migration of essure device"), pelvic pain ("severe pelvic pain / pain"), dyspareunia ("pain during intercourse, / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 627746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2000, hypertension and ovarian cyst. Concomitant products included levonorgestrel (mirena) for heavy periods as well as docusate sodium (colace), ferrous sulfate since 2015, lisinopril, lubiprostone (amitiza), macrogol (miralax) and metformin. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain and menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis/infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, genital haemorrhage, back pain, headache, fatigue, vaginal haemorrhage, vaginal infection, migraine, device expulsion and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: satisfactory location and full occlusion ultrasound scan - in (B)(6) 2016: essure had migrated through the uterus (B)(6) 2005 : transvaginal ultrasound : tubes closed, essure was placed successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, menorrhagia, dysmenorrhea, pelvic pain and headache. Most recent follow-up information incorporated above includes: on 21-mar-2018: lot number added, lab data and concomitant conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an ultrasound confirmed the essure had migrated through the uterus / migration of essure device"), pelvic pain ("severe pelvic pain / pain"), dyspareunia ("pain during intercourse, / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (batch no. 627746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2000, hypertension and ovarian cyst. Concomitant products included levonorgestrel (mirena) for heavy periods as well as docusate sodium (colace), ferrous sulfate since 2015, lisinopril, lubiprostone (amitiza), macrogol (miralax) and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced vaginal infection ("vaginitis/infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, genital haemorrhage, back pain, headache, fatigue, vaginal haemorrhage, vaginal infection, migraine, device expulsion and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory location and full occlusion ultrasound scan - in (B)(6) 2016: essure had migrated through the uterus (B)(6) 2005 : transvaginal ultrasound : tubes closed, essure was placed successfully concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, menorrhagia, dysmenorrhea, pelvic pain and headache. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received- essure implant date was updated as (B)(6) 2009. Previously reported as (B)(6) 2005. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an ultrasound confirmed the essure had migrated through the uterus / migration of essure device"), pelvic pain ("severe pelvic pain / pain"), dyspareunia ("pain during intercourse, / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (batch no. 627746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2000, hypertension and ovarian cyst. Concomitant products included levonorgestrel (mirena) for heavy periods as well as docusate sodium (colace), ferrous sulfate since 2015, lisinopril, lubiprostone (amitiza), macrogol (miralax) and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On(B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced vaginal infection ("vaginitis/infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, genital haemorrhage, back pain, headache, fatigue, vaginal haemorrhage, vaginal infection, migraine, device expulsion and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory location and full occlusion ultrasound scan - in (B)(6) 2016: essure had migrated through the uterus (B)(6) 2005 : transvaginal ultrasound : tubes closed, essure was placed successfully concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, menorrhagia, dysmenorrhea, pelvic pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.